Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.

Event description:
It was reported the swivel mechanism of the epiq 7c ultrasound system did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed because of the issue. The service engineer evaluated the system and confirmed the failure finding the solenoid plastic guide moved out of position. The engineer cleaned the guide and secured it back in place to resolve the issue. Philips has started an investigation for this complaint.